Manufacturer narrative:
(B)(4).

Event description:
It was reported that at post operative evaluation, noise was noted on the atrial lead. Pocket manipulation and isometrics did not reproduce noise. Noise was evident when patient "rocked" back in forth while seated. During explant the lead appeared to have an insulation anomaly. The lead was successfully removed and replaced on (B)(6) 2015. The patient was in good condition post procedure.